Event description:
A zoll distributor returned charger sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified not adverse event resulted form the defective power supply.